Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. No further details were available. Patient information is limited due to confidentiality concerns. Multiple patients were referenced in the article. The baseline characteristics of the patients referenced in the article is gender/age is male/(B)(6) old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿a comparison of bleeding complications between warfarin, dabigatran, and rivaroxaban in patients undergoing cryoballoon ablation.¿ j interv card electrophysiol. 2014. 41:231¿236. Doi 10.1007/s10840-014-9948-1. (B)(4)

Event description:
"A comparison of bleeding complications between warfarin, dabigatran, and rivaroxaban in patients undergoing cryoballoon ablation." J interv card electrophysiol. 2014. 41:231-236. Doi 10.1007/s10840-014-9948-1. The literature publication reports the following patient complications: fifteen patients with "increased bleeding." No further patient complications have been reported as a result of this event.